Event description:
A nurse manager reported that a knife cut "improperly" during a procedure. An alternate knife was used to proceed with the case. There was no pt harm.

Manufacturer narrative:
Two opened samples were returned for evaluation. The samples were examined using 10x magnification and both were found to have damaged tips and cutting edges. The device history record (DHR) for the lot was reviewed. Functional penetration and sharpness test values for this lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. The root cause is unknown. There have been no changes in the manufacturing process that would contribute to damaged blades. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as the damaged tips and cutting edges exhibited on the returned opened samples, are removed from the lot and scrapped. Penetration and sharpness testing are performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).